Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white gasket dislodged from the internal opening of the trocar. It was retrieved from the trocar shaft and the case continued. It did not fall into the pt cavity. There was no consequnce to the pt.

Manufacturer narrative:
Info unavailable, device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, n/a; desufflation lever condition, conforming; inner gasket condition,-; obturator condition, n/a; outer gasket condition, nonconforming; reset button condition, n/a; sleeve condition, nonconforming; stopcock condition, closed; and trocar condtion, n/a. Fucntional tests & results: does safety shield retract,-; flapper door functional, conforming and lockout functional, n/a. Analysis conclusion: based upon the visual inspection it was confirmed that the inner gasket had become dislodged from its original position. No conclusion could be reached as to how this occurred. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.